Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer inquired via phone call on longevity of transmitter due to having low blood glucose 37 mg/dl. Customer also requested assistance in entering manual bolus into insulin pump. Customer was assisted.